Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in warsaw, indiana manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2016. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch and would not enter the cylinder. Another cement package was used to complete the procedure. There was no patient injury and no delay in procedure.

Manufacturer narrative:
(B)(4). Review of manufacturing history reveals no evidence of product nonconformance. Visual inspection of the device an its components was unremarkable except for a small collection of powder in cannula. Root cause of the event cannot be determined; however, corrective action has been initiated for the reported issue.